Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated that the sensor is not following her sensor glucose. The sensor's input signal has been reading 6.42 no matter the blood glucose level. The blood glucose reading is 70 mg/dl. The sensor glucose has been consistently lower than the blood glucose. During troubleshooting, the sensor glucose and blood glucose readings were reviewed. The sensor may not be responding well to changes in the glucose or inaccurate calibrations. Customer was advised to change the sensor if the issue continues. Nothing further reported.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.